Manufacturer narrative:
Philips service replaced the dvi cable, fvpc, and 58'' uhd color lcd monitor sp and verified the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that half of flexvision screen did not display; dvi cable replaced on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.